Manufacturer narrative:
The reported high impedance was confirmed. Analysis of the returned lead found all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08589 & 1627487-2019-08588. It was reported that the patient experienced ineffective therapy due to high impedance on two of their leads. As a result, surgical intervention was taken to explant the drg system and replace it with a scs system. Issue has been resolved. Note: it is unknown which leads are liable, as such all are being reported.